Event description:
It was reported that: patient is reporting pain that has gotten worse over that last couple months. Patient is also complaining of swelling. Additional event description: it was reported that there was a revision due to loosening caused by extremely soft bone. Surgeon stated possibility of osteolysis. Negative interoperative groin strain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding osteolysis and loosening involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient medical records were provided. Review of the provided x-ray by a clinician did indicate some shell loosening. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and progress notes are needed to determine the root cause. Review of the provided x-rays by a clinical consultant did indicate some shell loosening.

Event description:
The acetabulum, with a screw in it, as well as the poly, was pulled out of the patient with apair of pliers. There was very little effort afforded in removal of the stem(rejuvenate), which is very uncharacteristic for the rejuvenate stem. Usually they are quite the struggle, as bone grows into the plasma spray big time. Infection was suspected, even the three months ago a c-reactive protein was done, with normal parameters. An intra operative gram stain was performed, with no organisms seen. Although there was no fluid upon entering the capsule, the tissue of the greater trochanter not great looking, as stated by the surgeon. This woman's reason for revision was generalized pain. Dr. (B)(6) retains the explants per patients request."